Manufacturer narrative:
H4: the lot was manufactured from january 14, 2021 - january 15, 2021. H10: the device was received for evaluation containing 46ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) under infused during a patient infusion; further described as ¿ran too slow, with approximately half the volume remaining¿. The reporter stated device was filled with piperacillin / tazobactam 13500mg in 240ml buffered sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.